Event description:
It was reported that the device was used during a lap sigmoid colectomy. It was reported that the surgeon was ready to create the anastomosis of the rectum/sigmoid. Upon removing the device from the bowel, the surgeon felt a tearing on the posterior side of the lumen. When doing the leak test, a gapping hole in the bowel was identified. The case was completed by doing a loop ileostomy.